Event description:
The customer reported the unit has an error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.

Manufacturer narrative:
Date of event: (B)(6) 2016. This complaint is associated with MDR 2031642-2017-00202.